Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to blood glucose. Reportedly, the customer used to wear the pump against their skin. Additionally, it was reported that the supplies were changed on average every 3 days and sometimes the supplies were used longer than 3 days. Tandem's technical support educated the customer on insulin/cartridge labeling.